Event description:
As reported by the user facility ((B)(4)): no drug flow; the pump was attached on (B)(6) 2015. When the patient came back to the hospital it was noticed that there had been no drug flow.

Manufacturer narrative:
(B)(4). We received one used, completely filled easypump ii lt 270-270-s without packaging (filled with 5-fu, see pictures). The received sample was taken to a visual inspection. Damages were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; a needle was assembled to the patient connector. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector respectively at the needle. In addition, a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. No further measure can be taken as the production site of the complaint batch was no longer in service. Hence we assess this complaint to be not judgeable. Reviewed the device history record of bmpth in sap system and there were no defect encountered during in process inspection and final control inspection. Corrective measures have been initiated and are documented under CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.